Event description:
It was reported that a novum iq large volume pump did not infuse medication during patient infusion. This was observed during infusion with 90ml of acetaminophen at a flow rate of 400ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information: d5, h6 (update codes), h11. H11: a review of the event history log identified a program of acetaminophen (tylenol) at 400 ml/hr with a volume to be infused (vtbi) of 90 ml a day prior. Approximately 13.5 minutes later the device completed the infusion and began keep vein open (kvo). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.